Event description:
Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a male patient who received double salt denture cleanser (polident 3 minute) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident 3 minute. On an unknown date, an unknown time after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 3 minute. Additional details, this adverse event information was received on 03 february 2017. Consumer reported that, he accidently swallowed the polident 3 minute (size not specified) solution after soaking his dentures. Follow up information received on 20 february 2017 from a consumer. The patient was called by gsk at 10:30am but spoke with the patient's wife instead. She stated everything was fine and declined follow up with her husband's hcp. Events of accidental device ingestion and accidental ingestion of drug were recovered/resolved.

Manufacturer narrative:
MFR #1020379-2017-00015 is associated with argus case (B)(4), polident 3 minute.

Event description:
Accidently swallowed polident 3-minute solution [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a male patient who received double salt denture cleanser (polident 3 minute) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident 3 minute. On an unknown date, an unknown time after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 3 minute. Additional details, this adverse event information was received on 03 february 2017. Consumer reported that, he accidently swallowed the polident 3 minute (size not specified) solution after soaking his dentures.